Event description:
The manufacturer received information alleging a patient with a dreamstation auto CPAP has passed away. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported; therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. Good faith effort is unable to be completed as it has been advised for all communication to cease. If new information becomes available that changes the outcome of the investigation and associated medical device reporting a follow up report will be completed. At this time the device is missing and at this time there¿s no indication the device will be returned for evaluation.